Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the system was showing occasional differences between the sensor and bg values but was still performing within expectations. The user was advised to refer to their health care provider for removal and reinsertion if the system continued to show differences in the bg/sg. Per dms review, the system is being used with firmware version 6.04.08w and there is up to date information.

Event description:
On february 25 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.